Event description:
Additional information received noted that programming changes were performed. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely. Review of transmission noted that the right ventricular lead exhibited noise oversensing. No interventions were performed. There were no patient consequences.